Manufacturer narrative:
Sample received in inner blister without cover foil. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The received sample was functionally and visually inspected with the aid of a photomicroscope with various magnifications. The complaint of the customer can be confirmed. The retrieved instrument was closed and the forceps arms could not be activated. The instrument was in an activated (closed) situation although the basket has not been activated. In this situation a gap on the shaft was visible. This gap is normal in the activated situation. Therefore, the instrument was investigated to identify why the gap existed without activating the instrument. The more detailed investigation showed that the gap was on the shaft because of a fracture and not at the place where the instrument parts move by design. The fracture surface did not show any abnormalities to conclude a material defect led to the fracture. Therefore, it can be concluded that an external force broke the instrument. A 100% control and a quality inspection at the company production ensures that such an instrument would be detected at production. Root cause is unable to verify. Device passed the internal tests and was conform when released. What caused this issue could not be determined conclusively. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic forceps was stuck and would not open after insertion into the patient¿s left eye during a posterior vitrectomy surgery which left the device unable to take the membrane. An alternate crocodile clamp was used to complete the procedure. There was no harm to the patient.